Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on 2017-dec-27 from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained gablofen [500 mcg/ml] at a dose of 99.92 mcg/day. It was reported the patient and wife were noticing beeping coming from the pump happening about every 20 minutes or so starting the day after the pump implant. The pump logs were checked, and the logs showed no alarm events. The hcp stated the alarm tab on the programmer did show an option to silence alarm. An alarm test was done, and the patient stated the critical alarm was the sound they were hearing. No patient symptoms/complications were reported. The patient was doing well per the hcp. Additional information received from a manufacture representative reported they had the session data report from the implant and provided images of the logs. When examined on (B)(6) 2017, the logs showed no alarms. Additional information received on 2017-dec-29 from an hcp reported the cause of the alarm heard by the patient and wife was not determined. On (B)(6) 2017, the alarm was silenced per the technician recommendation. The issue had not been resolved. The hcp stated they still did not know why the alarm started. The hcp stated there was concerns about pump not functioning.